Manufacturer narrative:
The user reported that the device experienced an event whilst in their pocket. Both the device and the received battery showed signs of a thermal event having occurred. The screen was found to be cracked. The timing and cause of this damage is unknown. Inspection of the android log files downloaded from the personal diabetes manager (pdm) revealed that the last two recorded temperatures increased from 19°c to 34°c within approximately 20 seconds. Review of the battery voltages and temperatures in the log files confirmed the battery had been used under normal conditions. Based on the evidence obtained during the investigation, a thermal event occurred. However, the exact root cause of this thermal event could not be determined.

Manufacturer narrative:
The device has been received and the investigation is ongoing. Once the device investigation is complete a supplemental report will be submitted. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the personal diabetes manager (pdm) experienced an event whilst in the patient's pocket. The battery was not connected to the device anymore. He had a gel protection case around the pdm and it was damaged. After a follow up call to the patient they confirmed they did not experience any adverse consequence as a result.